Event description:
It was reported that there were coupling and/or communication issues. The pt couldn't "feel" the implanted battery. There were no symptoms. The pt underwent a revision of the ins (details were not reported). The pt outcome was reported as no injury.